Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system associated with this device indicated that a potential product performance issue had been identified with the device. A request for additional information from the local boston scientific field representative was made but was unsuccessful. There were no adverse patient effects reported. The device remains in service.